Manufacturer narrative:
(B)(4).

Event description:
It was reported that the linx implanted on (B)(6) and has since lost twenty-five pounds. He also has issues with esophageal spasms, globus sensations, "hick ups", silva build up, nausea, dysphagia, painful swallowing. He indicated that it was hard to get food down and is concerned about getting enough nutrition. He has had a barium swallow post op done. The doctor prescribed prednisone.

Manufacturer narrative:
(B)(4). Additional information received: on (B)(6) 2018 the patient followed up with his physician and was scheduled for an endoscopy procedure. On (B)(6) 2019 endoscopy was done with dilation, ¿stretching¿. Prednisone was taken 5 days pre-procedure and 5 days post-procedure. The patient stated that the symptoms are better since dilation but not resolved.